Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-19. H6: investigation summary: one used sample and two photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product disassembled for further evaluation, there was no damage or molding defects identified in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008045, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2008045 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted on any of the syringes or syringe components and in all cases the product met required specification, no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness tests to verify the seal of the stopper. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from dutch to english: "on 30/11, our intensive care unit encountered a problem with a 50 ml luer-lok syringe. This showed leakage under the masher so it was no longer usable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on 30/11, our intensive care unit encountered a problem with a 50 ml luer-lok syringe. This showed leakage under the masher so it was no longer usable."